Manufacturer narrative:
Device expiration date: unknown. Initial reporter phone #: (B)(6). Device manufacture date: unknown. Investigation summary: one sample was received for quality investigation. The customer complaint of component damage was verified by visual inspection. Visual examination of the sample identified a small hole in the silicone tubing at the connection to the lower pumping segment. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. The root cause of the issue seen in this complaint is an improper loading of the pumping segment into the alaris pump. When the pumping segment is not loaded properly, excessive stretching of the silicone tubing can occur, causing small tears and holes to be created in the silicone tubing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: 2420-0500. Batch no: unknown. Description: break in the tubing causing air in the line patient harm: no.